Manufacturer narrative:
Additional information: b5: field should reflect additional information of device under-sensing

Event description:
Related manufacturer reference number: (B)(4). It was reported that a patient presented in-clinic with loss of capture noted on the patient's right ventricular lead. Under-sensing was noted on the device. The lead was explanted and replaced on (B)(6) 2024. No intervention was reported to address the device. The patient was recovering with no additional adverse consequences noted.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedure damage.

Event description:
It was reported that a patient presented in-clinic with loss of capture noted on the patient's right ventricular lead. The lead was explanted and replaced on (B)(6) 2024. The patient was recovering with no additional adverse consequences noted.